Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that otv error e116 could not be duplicated, and otv error e117 occurred due to a failure of the circuit board. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the camera control unit of the subject device was broken.

Event description:
Olympus medical systems corp. (Omsc) was informed that unspecified timing, otv error e116 and e117 occurred. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.